Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar insertion on a laparoscopic procedure, two balloons failed to inflate. A third balloon trocar was used with no issue. There was no patient injury.